Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-03571 pertains to the first flexiva 1000 laser fiber, manufacturer report # 3005099803-2015-03572 pertains to the second flexiva 1000 laser fiber and manufacturer report # 3005099803-2015-03573 pertains to the third flexiva 1000 laser fiber. It was reported to boston scientific corporation on (B)(6) 2015 that three flexiva 1000 laser fibers were used during a procedure to break up a bladder stone performed on an unknown date. According to the complainant, during the procedure, the tip of each of the three laser fibers broke off inside the patient. The procedure was completed with a fourth flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.